Event description:
I had the essure device implanted as a permanent form of birth control and within weeks experienced side effects that lasted until I had the device removed on (B)(6) 2018. The device migrated into my uterus causing severe pelvic pain, low back pain, cramping, and bleeding.